Event description:
Livanova deutschland received a report stating that the roller pump 85 had a wrong rotation direction, and it also stopped. The event occurred during service activity. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4.the UDI is not available for this product as it is a class ii medical device manufactured before the FDA compliance date for class ii devices which was (B)(6) 2016. H11: livanova deutschland manufactures the s5 double head pump. The incident occurred in (B)(6). Through follow-up communication with livanova field service representative, it was learned that as troubleshooting motor control (hms) board will be initially replaced to solve the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Livanova field service technician on site cleared the nvmem on the pump and serial read out (real time device parameters and setting recording file) of the pump was collected. These were starting from june 29, 2024 (after event date); therefore no additional information on the event could be retrieved. The same error was later reoccurring while pump was not in use. The livanova field service technician returned to customer site to replace the hms board. After functional testing, error did non return and unit was put back to service. The involved pump is installed since 2008 and according to the review of the complaint database, two other similar events of error message were reported before. It cannot be ruled out a defective motor controller board contributed to the issue. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impact (drops and falls), and power overloads/surges but also to variability of micro sub-components. Since the error reoccurred, a new report has been submitted (report ID: 9611109-2024-00431) and the complained pump has been sent to manufacturer for deeper investigation. The suspected root cause is a defective pump head (hall sensor or resolver). Investigation conclusion will be provided follow up of report 9611109-2024-00431. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.